Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was incorrectly interpretating sinus rhythm as atrial fibrillation episodes. The icm also had sensing issues on discrimination channel. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was incorrectly interpretating sinus rhythm as atrial fibrillation episodes. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct complaint code should have been incorrect measurement, rather than incorrect interpretation of signal and incorrect, inadequate or imprecise result or readings. The correct b5 statement should have been "it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was incorrectly interpretating sinus rhythm as atrial fibrillation episodes. No intervention was performed. The patient was in stable condition.", rather than "it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor (icm) was incorrectly interpretating sinus rhythm as atrial fibrillation episodes. The icm also had sensing issues on discrimination channel. No intervention was performed. The patient was in stable condition."